Manufacturer narrative:
Trackwise ID #: (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure using vasoview hemopro vh-3500. When taking out of the packaging the jaws of the device were bent. The device was not used on a patient. A new device was opened and used for the procedure.

Manufacturer narrative:
Trackwise # (B)(4). Updated section: d10, g4, g7, h2, h3, h6, h10 corrected section: h6- change to no patient involved" the device was returned to the factory for evaluation on 11/03/2020. An investigation was conducted on 11/16/2020. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. The heater wire was observed to be completely flexed and twisted away from the hot jaw remaining attached at the base but detached at the tip of the hot jaw. The gray silicone insulation on both the cold and hot jaws was observed to be intact, no visual defects were observed. Based on the returned condition of the device, the reported failure "material twisted/ bent wire" was confirmed. The DHR, shop floor paperwork was reviewed. The vendor certifies that this device lot conforms to all applicable product specifications. The lot # 25151674 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure using vasoviewhempro vh-3500. When taking out of the packaging the jaws of the device were bent. The device was not used on a patient. A new device was opened and used for the procedure.